Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation. Concomitant device(s): concomitant medical devices: - tibial component (cn: unknown, sn: unknown). - femoral component.

Event description:
As reported, an initial tka surgery was performed in 2012. A revision for instability performed in 2013, approximately 1 year postop. The surgeon did a poly exchange only and implanted an 8mm proximal tibial spacer with a 9mm insert. The knee was revised to a hinge in july 2019, approximately 6 years postop the revision. The surgeon described that the medial distal femur was ¿gone¿. The facility has not released the devices to the manufacturer. No other information has been made at this time. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the reported event was the patient conditions.

Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): tibial component (cn: unknown, sn: unknown), femoral component (cn: unknown, sn: unknown).

Event description:
Primary surgery performed in 2012. Revision for instability performed in 2013. The surgeon did a poly exchange only and implanted a 8mm proximal tibial spacer with a 9mm insert second revision where the primary to a hinge in (B)(6) 2019. The surgeon described that the medial distal femur was ¿gone¿.